Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in a calcified right coronary artery (rca). A 4.00 x 38 synergy ii drug eluting stent was advanced, but could not be delivered in the rca. The device was removed intact, with the stent still on the balloon. After removing the device from the patient, it was observed that the struts to the stent were damaged. It was noted that the stent damage likely occurred while passing the lesion. The lesion was predilated and the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be fine with a very good result.